Event description:
The customer received questionable ion selective electrode results for qc material and for five patient samples. Of the data provided, only the sodium result for one patient sample was discrepant and reported outside the laboratory. The initial result was 121 mmol/l with a data flag and the repeat result on cobas c311 serial number (B)(4) was 129 mmol/l with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative could not find a cause and noted the customer had changed the reference electrode before he arrived on site. He ran a 20 patient ise precision test and ran an ise check which met specification and passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root case based on the limited information provided by the customer. Review of the available data confirmed the exchange of the reference electrode improved the performance of the system.